Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during the prime cycle. The home patient (hp) stated the supply line was not spiked all the way. Product surveillance contacted the hp regarding the reported incident. The hp stated the cause of the alarm was due to one of the bags not being completely spiked. Supplies were discarded. Lot number information was unknown. No patient injury or medical intervention reported. No additional information available.